Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced abdominal pain for one week, went to the emergency room where a CT revealed the tubing was floating in the patient's stomach and was treated with unknown IV antibiotics. The patient was hospitalized and scheduled for tubing replacement on (B)(6) 2022. The patient's wife stated the patient's stomach was bloated, the stoma didn't look good with drainage from the peg tube site, which was treated with unknown oral antibiotics. Topical neosporin was also used after cleaning the stoma with soap and water.